Event description:
On 9/2/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was hospitalized in 2007 for chest pain and sob. On the same day, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity type reactions from contaminated heparin. The pt experienced circulatory problems and thrombosis, infection, pneumonia, and organ failure resulting in the subsequent death of the pt approx two months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Submit date: 9/16/2009.